Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that nearly 6 months after the dental implant and full lower restoration were placed (ada site 29 in the mouth), the implant failed due to a biomechanical overload. Clinician reports peri- implantitis, bone loss and inflammation. The product will be forwarded to the manufacturer for investigation. There were no reported post- operative complications.

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that nearly 6 months after the dental implant and full lower restoration were placed ((B)(6) site 29 in the mouth), the implant failed due to a biomechanical overload. Clinician reports peri- implantitis, bone loss and inflammation. The product will be forwarded to the manufacturer for investigation. There were no reported post- operative complications. (B)(4)